Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's compression plate broke following implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The plate was not returned for review. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The most likely cause of the reported plate fracture cannot be determined.